Event description:
It was reported that during the functional test and preparation, the cardiosave intra-aortic balloon pump (iabp) unit's cable won't come out of the pull out the cable drum. There was no patient harm.

Event description:
It was reported that during the functional test and preparation, the cardiosave intra-aortic balloon pump (iabp) unit's cable won't come out of the pull out the cable drum. There was no patient connected.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's cable won't come out of the pull out the cable drum. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ac power cord reel. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during the functional test and preparation, the cardiologist found that the cardiosave intra-aortic balloon pump (iabp) unit's cable won't come out of the pull out the cable drum. There was no patient connected and no harm reported.